Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was hospitalized and evaluated for a possible infection at the evoke closed loop stimulator (cls) implant site. A magnetic resonance imaging (MRI) was performed, and the physician¿s evaluation identified a hematoma and infection was ruled out. No additional interventions were reported to be completed.